Event description:
It was reported that a drop in rv sensing was noted on the right ventricular (rv) lead since implant. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.